Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with unknown blood glucose. It was unknown if the customer was wearing the insulin pump during the hospitalization however, the customer was wearing insulin pump when had diabetic ketoacidosis. The customer hung up while on call hence no details about hospitalization was available. The insulin pump will not be returned for analysis.